Event description:
It was reported that the analyzer was not sensing properly at implant. A second programmer was used and it was able to properly sense the patient's rhythm. The analyzer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of not being able to sense properly, the device passed all functional and system testing however it was noted that pins were disturbed on the patient connector and therefore the analyzer was to be sent on for repair and a replacement sent to the customer.